Event description:
Shiley received a copy of a letter from a surgeon who reported a patient had their bjork-shiley mitral heart valve replaced due to insufficiency. According to information obtained from the surgeon, the pre-operative diagnosis was suspected perivalvular leak. Upon examination during the operation, it was noted that "pannus had grown over the prosthesis ring interfering with the free mobility of the disc". The valve was replaced and the patient survived surgery.